Event description:
The facility's biomedical engineer reported an infusion pump with a 550 failure code. The hospital representative stated to the baxter service facility that this pump was not involved in a patient incident this time or since last serviced by baxter. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, age of patient, medication involved or the setup of the infusion device.